Event description:
It was reported during laparoscopic assisted vaginal hysterectomy the surgeon fired the atw35 and reloaded with a tr35w. On the second attempt to fire, the device would not fire. The instrument was set aside and a new instrument was used to complete the case. There was no consequence to the pt.